Event description:
It was reported that the procedure was being performed in the pre-op area. When the physician was getting ready to connect the snaplock to the catheter during pre-test, she noticed a fray of the coiled wire at the end of the catheter. As a result, another kit was opened and placed successfully for the pt. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. The pt outcome was fine. The physician alleges this has happened more than once but does not know how many and seems to becoming a trend. Follow up info received on (B)(6) 2012 states the catheter was inserted and when the stylet was removed is when they noticed the catheter uncoiled.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.